Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact on the customer's blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer change the cartridge and resumed insulin therapy.